Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported by the international customer that the ventilator was not giving out gas. There was no patient involvement.

Manufacturer narrative:
Date of report: 17jun2019. Date rec'd by MFR: 14jun2019. Further information was received that the ventilator produced a carbon dioxide (co2) rebreathing risk alarm. The gds was replaced to address this problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 11jun2019. Date received by manufacturer: 10jun2019. The faulty gds will not be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 07jun2019. Date received by manufacturer: 25apr2019. Information was received that the service engineer (se) inspected the device and replaced the gas delivery system (gds). The ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.